Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii.

Event description:
Capsular contracture confirmed s baker grade iii. Patient reported experiencing concern with the product.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "pain, hardening, capsular contracture baker grade unknown", "lobulations in the contour ", "folding". Also reported "solid nodule" which is not related to the device. The device remains implanted.